Manufacturer narrative:
This event occurred in (B)(6). The field service engineer checked the analyzer and replaced a pinch valve and the pinch tubing. After the service visit, the analyzer has been working within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module. The initial ft4 result was 0.0388 ng/dl and the repeated result was 1.52 ng/dl. The initial ft3 result was 1.15 pg/ml and the repeated result was 3.34 pg/ml. The repeated results were run on a different cobas 8000 e 801 module. The results were not reported outside of the laboratory. The elecsys ft3 iii reagent lot number and expiration date were requested but not provided. The elecsys ft4 iii reagent lot number is 460793. The expiration date was requested but not provided.

Manufacturer narrative:
The pinch valve tubing that was replaced on the customer's analyzer was sent for an investigation. The investigation did not find any abnormalities with the provided pinch valve tubing. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.